Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. The customer's blood glucose level; was unknown. The customer reported that insulin pump buttons were pressed more and reservoir cap was chipped on corner. The customer stated that insulin pump had scratches on the screen and it gives the no delivery alarm. The insulin pump will not be returned for the analysis.